Event description:
It was reported that the lead exhibited high pacing lead impedance. The lead was found to be fractured at a sharp bend in the lead in the pocket area. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).